Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a burn while charging the ipg. Symptoms of dark mark and a hole with puss had developed at the ipg site. No further course of action taken at this time.